Event description:
We opened a fogarty 5,5 otw embolectomy catheter on friday and the balloon was broken..

Manufacturer narrative:
Customer report was not confirmed. The balloon inflated and remained inflated for 5min. Without leakage. The thru-lumen was patent and there were no leaks.